Event description:
Refrence number (B)(4) event occured in the united states. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to the infusion set needle not piercing the skin during insertion, after which the patient experienced the event with 3 infusion sets and the event was treated with a correction bolus via multiple daily injections (mdi). No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.